Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/20/2017 that on (B)(6) 2016, the patient was not getting full use of the transmitter. No additional patient or event information is available. Data was provided for evaluation. The reported not getting full use of the transmitter was not confirmed via data. The root cause could not be determined.